Manufacturer narrative:
Additional information: the following fields are being updated per new information received. Section a2 - age/date of birth: 50 years. Section a3a - sex: female. Section b5 - describe event or problem: additional information was provided that the patient is a 50-year-old female. After the replacement lens implantation, the patient was able to see at distance. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section b3 - date of event: unknown/not provided. The best estimate is between implantation on (B)(6) 2025 and lens explant date (B)(6) 2025. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following the preloaded intraocular lens (iol) implantation in the patient's right eye, the patient complained of being unable to see well at a distance. The iol was explanted and a synergy iol was implanted. No patient injury was reported. No other medical intervention was required. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: may 8, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found fully advanced with viscoelastic residue observed to be evenly distributed throughout the cartridge. No cartridge tip or cartridge issues were observed. The lens module and device assembly were inspected revealing no issues. The plunger rod and plunger rod advancement were inspected revealing no issues. The lens was received cut in half with the pieces stuck together and coated in what appeared to be blood. The lens halves were cleaned and unstuck revealing no issues that could cause or contribute to the complaint issue reported. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The "lens cut" observed could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.